Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: addrl1 ipg, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting high thresholds and low sensing values. The right ventricular (rv) lead was exhibiting undersensing when sensing in unipolar configuration. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.